Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. The receiver log was reviewed and errors were found. The patient's complaint was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mom contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, felt that the receiver was not giving readings. No additional event or patient information is available. The device was not returned. The data was provided. The reported event could not be confirmed through data log review. A root cause for the reported event cannot be determined.